Event description:
Pt had a medtronic pacemaker model kdr703 implanted at hosp, in 2000. About three weeks after the pacemaker was implanted pt started having burning pains in the lower part of their chest. Pt reported this to the pacemaker clinic at hosp. They denied that the pacemaker was the cause of their problem but made adjustments in their pacemaker operation anyway. This went on for two years, pt would complain about the pain about once a month, although the pain was a daily affair, they would deny the pacemaker was the cause, but would "check out" or make changes in the pacemaker operation. This continued for two years and in 2002 pt asked to have the pacemaker turned off which dr, at hosp did. The pain and all soreness that pt thought was from a malfunctioning pacemaker disappeared within a few days. There has been no more of this pain. Now pt heart rate has become slow enough that their primary physician says pt would benefit from a pacemaker. Pt is reluctant to ask to have the pacemaker restarted because pt has learned that there was a recall of this model pacemaker in 2001. Hosp denies that the reason for that recall had anything to do with pt's problem and will not discuss it further with pt. Pt asks if they have any recourse, other than a civil suit against hosp. Pt really does not want to do that because at pt's age it is something they do not want to undertake. All pt wants is a pacemaker that works as it should and does not cause pt pain.

Event description:
This letter confirms the referenced device model kdr 703, was included in 2002 kappa advisory.